Event description:
As reported, patient is requiring a hip revision surgery. A special approval for import of a device was requested. No further details known at this time.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the cause of the patient¿s condition and revision surgery as related to the devices cannot be conclusively determined based on the available information. These devices are used for treatment, not diagnosis.